Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan. The evaluation/investigation confirmed that the distal end of the resection sheath has broken off, leaving sharp edges at the surface of the fracture. The broken off fragments were also provided for investigation and show adhesive residues and distinct signs of use. The resection sheath¿s ceramic insulation had been replaced in 2015 and had thus been in long-term use. Therefore, the cause of this damage is most likely material fatigue caused by wear and tear in combination with excessive force caused by for example, unintended contact with other devices, hf output energy, or laser irradiation. Thus, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke into fragments inside the patient. Several fragments were retrieved, but it is uncertain whether all fragments were extracted. The intended procedure was then completed with a similar device and there was no report about an adverse event or patient injury.